Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. Both lead fragments were returned. The returned lead fragments were visually analyzed. The lead showed severe explantation damages. Furthermore, the analysis revealed multiple signs of wear along the lead body. In particular, the distal part of the lead demonstrated a rubbed through insulation. The coating of conductor cables was found abraded. The findings could be considered the root cause of the clinical observation. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had an impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. The conductor cable to rv shock coil, as well as the conductor cable to the ring electrode, were found fractured in the distal part of the lead. The breakage happened likely during the explantation procedure in the areas, which were weakened through the insulation abrasion. Furthermore calcified tissue residuals shell was found on the lead tip area including the ring electrode. The shock coil was deformed. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to noise and inappropriate therapy. Should additional information become available, this file will be updated.